Manufacturer narrative:
Patient weight, initials and age were obtained and have been added to this report.

Manufacturer narrative:
Additional information was received that the patient revealed a new onset of atrial fibrillation immediately post-operative. Day 1 p ost-operative the patient was noted to be back in normal sinus rhythm. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, left bundle branch block (lbbb) was noted. Two days post implant, conduction disturbances were seen but it was inconclusive as to what was causing these disturbances. Complete heart block (chb) developed and a permanent pacemaker was placed six days post-implant of the valve. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.